Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent was positioned distally on the balloon. As a result the proximal edge of the stent was positioned 2mm distal to the distal edge of the proximal markerband. The stent was bunched towards its center. There was no evidence that the balloon may have been subjected to any positive pressure, the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after unpacking, stent damage was identified. The 20mmx3.50mm veriflex stent delivery system struts were flared. The procedure was completed with another 20mmx3.50mm veriflex stent. No patient complications were reported and the patient's status was okay.

Event description:
It was reported that after unpacking, stent damage was identified. The 20mmx3.50mm veriflex stent delivery system struts were flared. The procedure was completed with another 20mmx3.50mm veriflex stent. No patient complications were reported and the patient's status was okay.